Event description:
Caller reported air bubbles and gaps in the system having begun after starting on mobi on (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The caller was experiencing the issue currently, but after receiving education on proper loading techniques, chose to continue using the current cartridge and plans to implement the new method on the next cartridge change, with the intention to follow up if further assistance is needed.